Event description:
It was reported the original implant of the device was performed on (B)(6), 2013. The patient went in the office for a post-op follow-up. The x-rays taken showed the helical blade penetrated the femoral head and the distal interlock screw broke. There was non-union of intertrochanteric fracture. The patient experienced pain as a result of the perforation. The surgeon performed a revision surgery on (B)(6), 2014 due to device breakage. The surgeon removed the implants except for the tip of the distal locking screw which remained in the patient. The surgeon converted implants to third party products. There was no surgery delay due to the reported event. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.